Manufacturer narrative:
(B)(4).

Event description:
The patient was taken back to the operating room to stop the bleeding from the vaginal vault. There was potential necrosis in surrounding tissue which required cauterization to gain hemostasis. The patient is still recovering.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: product was used on twenty three patients between (B)(6) 2016 for total laparoscopic hysterectomy procedures. Two patients were readmitted due to significant bleeding. One patient ended up in the intensive care unit. The surgeon has advised that there was a build-up of granulation tissue around the site which was cauterized but following another bleed; could not see that the area was not healing as it would normally. It was the noted that the blue suture material was non absorbable.